Manufacturer narrative:
(B)(4) - explant of intraocular lens; patient uncomfortable.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection revealed that the lens was delivered in one piece. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens optic was received damaged and scratches were present. The lens was torn in several places. The lens was returned whereby dust particles were present. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the returned condition of the lens, no further investigation was performed. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
We received a report that a tecnis toric 1-piece zct4000170 was explanted from the patient''s eye because they ''felt uncomfortable''. No other details were provided.

Manufacturer narrative:
Follow up information from the reporter revealed that the surgeon enlarged the incision (3.2 mm) and the iol was replaced with another toric lens by a different manufacturer during the same procedure. (B)(4). Manufacturing records were reviewed. Device history records, optic measurement, sterilization records, environmental monitoring records, process and material changes were all in order and does not indicate any relationship with the design or manufacturing.

Manufacturer narrative:
Information provided should have included: patient complained of poor visual acuity with the toric lens. (B)(4). All pertinent information available to the manufacturer has been submitted.